Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was occlusion, under-drainage, no further information.

Manufacturer narrative:
Expiration date 09/20/2021. Explant date (B)(6) 2018 serious injury. Production date 09/26/2016. Manufacturing evaluation: the valve was received in the return kit, submersed in an unidentified liquid. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. Permeability test - a permeability test has shown that both valves are permeable. Adjustment test - the progav valve was tested and is adjustable throughout the normal range. Braking force and brake function test - the brake functionality test has shown that the brake function is fully in place. Computer controlled test - the opening pressure is tested using a testing apparatus. The progav was operating within the acceptable tolerance, but the shunt assistant was slightly outside the tolerance. Results - after the tests, we dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage and a blockage. At this time, the valves were operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.